Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the cut line complete? Was the cutline and staple line equal in length? What firing? What device product code was used with the ecr60d? Were the staples formed in the proper b form shape? Was the staple line incomplete?

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No further functional testing was performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, they tried to fire with the device reload. The staple didn't come out completely on the third part. It was blocked, so they have to take another reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.